Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a a44 alarm on the insulin pump. The customer's blood glucose level was 150 mg/dl. The troubleshooting was performed. The customer insulin pump is not going to be replaced and patient stating the replacing the insulin pump is not fixing the issues and he needs solutions from medtronic or something. The customer was advised that we will send an email to solutions team and contact him immediately.